Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio2 = 1.3, 4.8, 4.2. Unknown therapeutic range. Nurse (B)(6) was not the user and could not provide any information other than the results. He asked that (B)(6) be contacted for information. Multiple attempts to contact the customer to obtain information have been unsuccessful. No further information could be provided.